Event description:
Customer reported the reservoir was leaking past o-rings. Customer stated the insulin was coming out of the back of the reservoir into the insulin pump when the pump was pushing insulin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.